Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial#: (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown (asked, unk n/a at asked, unk n/a) via an implantable pump for spinal pain. It was reported that patient stated he was wondering if there was something different between the old pump and the new pump because he can definitely feel the difference. Patient stated he never has such great pain relief in the old pump. Patient stated a couple of weeks prior to changing the pump out, they added clonidine into the pump. Patient stated he thought  he had dilaudid and something that was like cocaine. Patient stated when they went in to replace the pump due to normal battery depletion, the healthcare provider (hcp) told the patient he had to replace a part of the "fat part" of the catheter that connects to the pump because he was not able to push medication through there. The issue was resolved by replacing a part of the catheter. No symptoms was reported.